Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test.

Event description:
It was reported via phone call that the customer was hospitalized. Trouble shooting was performed and found customer's blood glucose at time of incident 900 mg/dl and blood glucose was 519mg/dl at the time of call. It was reported the customer had diabetes ketoacidosis symptoms and was treated with manual injection. Customer does not have tubing clamp to high-pressure test. Prime process was performed but it did not show on the status screen. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump was returned for analysis.